Manufacturer narrative:
The reported oad was returned with the guide wire. The guide wire was not engaged in the device, however adhered biological material was found on the driveshaft and crown which prevented the guide wire from passing through. When this section of driveshaft was removed, the guide wire was able to pass through the device. The oad was tested and found to function as intended. At the conclusion of the device analysis investigation, the root cause of the device becoming stuck on the wire and the accumulated biological material was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on the guide wire leading to a procedural delay. The target lesion was 90% stenosed and located in tortuous anatomy in the anterior tibial artery. Following treatment with the oad, the device became stuck on the guide wire. The device and wire were removed together, leading to a 45 minute procedural delay while the lesion was re-wired. Following insertion of another guide wire, the procedure was completed with additional atherectomy treatment and balloon angioplasty. The patient was stable following the procedure.